Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) (manufacture date 10/05/2012) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the trunk cable connector was stuck in the monitor receptacle, preventing the belt from securely connecting to the monitor. The root cause for the damaged connector was excessive force. Device evaluation of monitor sn (B)(4) (manufacture date 01/19/2012) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptacle and guide pins were broken free from the monitor enclosure and missing, damaging connector j1001 on the ca board. The root cause for the damaged connector was excessive force. Additionally, upon investigation the monitor failed a pulse test and displayed a service code 203: pulse test fault and service code 105: pulse test relay stuck. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor/electrode belt connector was damaged.